Event description:
It is reported that the plastic bag was melted to the distal femur. When the melted portion of the packaging was removed, the distal portion of the component was tarnished, and the surgeon requested a replacement.

Manufacturer narrative:
Eval summary: process variability in the extrusion of the polyethylene film used for bag fabrication led to low levels of slip agent and anti-block in supplier packaging bag. The low levels of these constituents yielded a bag that tends to adhere to buffed surfaces and leave residue of slip agent. Eval: this femoral component was packaged with a raw material lot of polyethylene bags that was previously identified as having the potential to adhere to highly polished surface, which may leave a residue and in some cases a portion of polyethylene on the device. Independent lab testing found the residue to be non-toxic. This condition was caused by a variability in the chemical constituents in the polyethylene film during the extrusion process. The zimmer specification for polyethylene film during the extrusion process. The zimmer spec for polyethylene bags has been revised to ensure appropriate composition levels. All product in zimmer inventory that was packaged with the suspect raw material lot was reworked and a field communication was released to heighten the awareness of this potential issue.